Event description:
Procedure type: skin closure. According to the reporter: when trying to suture a young male's finger, the needle broke off inside cavity. An x-ray needed to be performed to correct the issue. Needle found and recovered. No other information available from the reporter. The remaining box of suture will be returned.

Manufacturer narrative:
(B)(4).